Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the infusion of chemotherapy drug 500ml programmed to infuse at a rate of 21.7ml/hr for 24 hours took longer than expected to finish. It was noted that the infusion completed four hours longer than expected. There was patient involvement but no harm.

Manufacturer narrative:
Omit:a1407 - insufficient flow or under infusion (2182),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. Additional information: device eval by manufacturer? Reason code for no evaluation. If other specify. Imdrf a,g,b,c,d codes. Manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion of chemotherapy drug 500ml programmed to infuse at a rate of 21.7ml/hr for 24 hours took longer than expected to finish. It was noted that the infusion completed four hours longer than expected. There was patient involvement but no harm.